Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pacemaker mediated cardiomyopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that echocardiogram showed that the patient experienced abnormal ventricular septal motion due to pacing and severe atrial enlargement, mitral annular calcification, mitral valve regurgitation. A high pacing percentage was also noted. The leadlessimplantable pulse generator (ipg) remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.